Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter cc4204bf collamer single piece lens but there was a problem with the inserter and foam tip plunger. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be sent.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens and foam tip plunger were returned. Visual inspection of the lens found the lens optic and both haptics torn. There was evidence of clear surgical residue. Visual inspection of the foam tip plunger found the foam tip deformed. Results- other: a lens work order search was performed and no similar complaint was found. A foam tip plunger lot number search was performed, and no similar complaint was found. Conclusions - based on the complaint history, work order search, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.